Event description:
It was reported that upon initial implant, the epileptologist came to the operating room to program tachycardia detection and when do so, the patient¿s heart rate doubled that of baseline. That report is housed in MFR report number 1644487-2019-00662. The physician then stated he had seen this before indicating that there was another patient with this issue in the past. However no patient information was provided. No additional information has been received to date.